Event description:
It was reported that during central processing, the force bipolar instrument tip/bit comes off the joint when you extend the tip 90 degrees. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found no issues were detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. No recognition issues were detected during the failure analysis. No product issue was found. The complaint regarding the tip/bite comes out of the joint when you move the tip out at a 90-degree angle was not confirmed by failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.